Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It is reported this event occurred in the neurology ICU. The patient was a (B)(6) male. Diagnosis of pneumonia. Insertion site was subclavian vein. During a chest cat scan on (B)(6) 2012, the catheter appeared abnormal compared to a previous cat scan. There appeared to be a fragment inside/protruding from the catheter. Patient was sent to angio suite for identification, but they could not identify it. So, they decided to get rid of it. Surgery was performed to enable access to the subclavian vein near the spot where the cvc appeared abnormal. The cvc was cut at the skin, then the remaining catheter was pulled out through the incision in the vein. They still could not identify the foreign body/substance. The catheter was cut again at the juncture of the abnormality to further attempt to identify it. Two pieces of the catheter may be in the sample. The remaining part of the catheter that was external to the skin is not available.